Event description:
Customer reported that the insulin pump had recently been submerged in water. Customer reported that when attempting to bolus, the numbers were ramping and the screen would freeze. Blood glucose level was 92 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No frozen display or number ramping anomaly was noted on the display. No moisture damage was found on the electronic or motor assembly. The insulin pump had a cracked case at a display window corner, cracked battery tube threads, cracked reservoir tube lip and a cracked reservoir tube window.